Event description:
(B)(4). Essure was covered under my insurance. I was implanted in my doctors office, awake. Had mild cramping afterwards. First year within implantation, I developed unexplained rashes on my neck, between my fingers and around my eyes. A dermatologist said it was contact dermatologist but no explanation as,to what caused it. Within years after implantation, my menstrual cycles started to become irregular. Sometimes heavy, sometimes light, sometimes 1-2 days, sometimes nothing all month, sometimes I would bleed all month. I started having this lower left back pain. I had been seen multiple times for it, had x rays and blood work done. Nothing was found as to why it hurt. I would be given motrin and pain killers and told to rest. Pain never went away and I just learned to live with it because I knew the doctors would not find anything again. Then I started having left pelvic pain and hurt when I had intercourse. Saw an ob / gyn and had a pelvic exams and biopsies and found nothing. I was put on provera for my heavy cycles and it did very little help for me. I had headaches almost daily prior to my surgery. I lost hair, my eyelashes and eye brow hair to. After 5 1/2 years, I finally found a doctor that listened to me and agreed to remove my essure coils in tact and required a hysterectomy to remove, fallopian tubes, uterus and cervix. My left pain in my lower back and left pelvic pain have completely disappeared after surgery. My doctor said my left essure coil was poking through my fallopian tube but luckily had not penetrated through it.